Event description:
Could not fix the second cable. The surgeon used the cable system in this operation. He could fix the first and cable in the plate, the he tried the second cable, but was misaligned. He eased up and fixed it again, however he could not fix the second cable. He washed the inside of cable tensioner. He activated the tensioner; somehow it was able to add tension after 30 minutes. This operation was finished. Furthermore when the surgeon was not able to add tension in fifth cable, he first entered saline inside cable tensioner (he did not use a wire and brush after saline.) Then he changed to another new cable for the fifth cable, and tried to add tension. However he could not add tension. So he repeated the same steps and tried again. He could then add tension. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. Functional test has given the clear indication that this cable tensioner is in perfect working order. The reported problem could not be reproduced. A careful maintenance after every use is strongly requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)